Manufacturer narrative:
The device was returned and investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage could not be determined. The downloaded data returned an alarm, indicating that a command was not received when the previous command had mctf bit set. Investigation found no defects or deficiencies that would contribute to the associated error code.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 25.7 mmol/l (462.6 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. Patient reported feeling pain while the cannula was being inserted into the infusion site. The pod was removed and the cannula was noted to be bent, the patient noted wetness in the tape that she uses to keep the pod in place. Hyperglycemia treated by patient activating a new pod and issuing a bolus of 2 units.